Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Serious and life threatening adverse events, including gastrointestinal bleeding including avm, are known potential complications and have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Based on the information provided, the source of the bleeding was found to a small avm from which information was provided that indicated there was no further bleeding. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Clinical factors such as patient's condition and coagulapath and pharmacological factors such as anticoagulation are possible contributing factors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient was treated for an ongoing gi bleed for 8 months prior to finding the source. Initially, the patient presented with dark stools in (B)(6) 2014 with a hgb/hct of 7.4/33.8 and received 2 units prbcs on (B)(6) 2014 as outpatient. The inr was not rechecked. Then on (B)(6) 2014, patient presented with a three day history of lightheadedness. The patient was admitted and his hgb/hct was found to be 6.3/19.0 and inr 4.38. Patient received protonix intravenously twice daily while determining the source of the bleed. A colonoscopy was done but failed to identify the source of the bleed; however, a rbc scan tagged the cecum as the source. During this admission, patient received 6 units prbcs. On (B)(6) 2014 but prior to 6 units transfusion, the hgb/hct was 8.3/24.6 with an inr 1.34. During this time, they decreased the aspirin daily dose from 325mg to 81mg. Then on (B)(6) 2014, patient presented in outpatient where he received 2 units prbcs due to hgb/hct of 6.4/20.3. Inr was not checked and patient was not admitted. On (B)(6) 2014, patient again returned to the hospital with complaints of dark stools and feeling week. His hgb/hct at this time was 6.9/20.6 and his inr was 2.68. He received a protonix drip and an octreotide drip, as well as 3 units prbcs. He had an enteroscopy and colonoscopy and a capsule endoscopy which failed to reveal the source of bleeding. He was discharged on (B)(6) 2014 with his hgb/hct that day of 9.9/29.5 and his inr 1.42. Once again, on (B)(6) 2015, patient was again admitted to the hospital with complaints of dark, tarry stools and weakness. His hgb/hct this admission was 5.7/16.7 with an inr of 4.10. He received 4 units of prbcs, had an endoscopy, colonoscopy with no source of bleeding revealed, so a capsule endoscopy was done. It showed one small, non-bleeding avm. He was discharged home on (B)(6) 2015. His hgb/hct on that date was 10.1/30.0. His inr was 1.18. His new inr goal is 1.5-1.8 due to his prior bleeds. The patient has had no more bleeds with the lower inr goal.